Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 25mm amulet was placed for implant on (B)(6) 2022. The procedure was completed successfully, without complication. The patient's activated coagulation time (act) was 300 seconds during the procedure. The patient had been discharged the afternoon on the same day. On (B)(6) 2022, it was reported the patient had died in their home that morning. The patient's family stated that the patient was feeling great the day of procedure at home and went to bed at their normal time. The patient did not have any complaints. The patient woke up at 5am on (B)(6) 2022 and was feeling fine. It was stated that the patient had slept well. The patient was in their room reading, about one hour later was found by their family unresponsive. Paramedics arrived, resuscitation efforts were started. The patient did not regain their pulse and was pronounced dead in their home. No autopsy was performed per family request. The implanting physician reviewed the patient's case including imaging and the cause of death could not be determined. Autopsy was not performed. No additional information has been provided.

Manufacturer narrative:
An event of patient death 24 hours after implant of an amulet device was reported. The cause of death was unknown as no autopsy was performed. Information from the field indicated the patient was feeling "great" after the procedure and while abbott requested the patient's comorbidities, they were not provided by the site. The procedure imaging was reviewed at the site by the physician who could not determine if the death was related to the procedure beyond the death occurring with 24 hours of the implant procedure, since the cause of death was unknown. Abbott requested, but did not received the imaging from the case. No complications occurred during the implant procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.